Event description:
It was reported that the patient underwent a posterior spinal surgery. The patient underwent a revision surgery to replace existing hardware with larger instrumentation due to growth. It was reported that a set screw stripped while being removed and had to be drilled out to be removed from the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.